Manufacturer narrative:
The reported event was confirmed through the field provided session records. The battery current was shown as dashes because there was not yet a pacing lead impedance (pli) measurement for all leads. The pli's last cleared timestamp revealed that diagnostics were cleared by the field upon the first interrogation, just prior to implant. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were all tested and were revealed to be normal.

Event description:
Prior to implantation during device testing, an incorrect measurement was observed on the device. Technical support was contacted and the device was exchanged to resolve the event. The patient was stable and will continue to be observed.